Manufacturer narrative:
Results of investigation: the suspect main printed circuit board assembly was returned to the carefusion failure analysis laboratory. The component was installed on a known good unit and powered on; multiple pressure transducer faults were found recorded in the event error log. A successful calibration was completed on the pressure transducer and unit operation verified within specifications with no faults observed. The reported issue was not duplicated and although the pressure transducer calibration did not fail, transducer faults are considered a known issue being addressed through an internal investigation.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received will be evaluated and included in a follow-up report if required. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that their vela ventilator generated xdcr (transducer) fault alarms and was autotriggering. The customer stated the exhaled flow transducer failed to zero. The customer reported there was no patient involvement associated with the event.